Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a (B)(6) female patient receiving intrathecal bupivacaine and sufenta (dose and concentration unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that the patient noticed cellulitis in (B)(6) 2015. In (B)(6) 2015, the health care provider (hcp) moved the pump over 2 inches because the pump was pushing/poking through the skin. The patient had been on antibiotics for three months, and the situation was being addressed by the hcp. The patient asked what the material the pump was. The patient as working with her hcp regarding the cellulitis but wondered if it could be a different pump material than the first pump. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient continued to have issues with cellulitis and had to have four surgeries. The details of the surgeries were not provided. The site wouldn't heal and the skin deteriorated. The patient's healthcare provider (hcp) thought it was an infection and the patient was put on five antibiotics. The hcp noted that the culture would likely come back negative as the patient was on antibiotics. On (B)(6) 2015, the pump was removed. The patient was waiting to have another pump put in but was worried she was allergic to the pump. The patient wanted to know where she could go to find out if she was allergic to the pump.

Manufacturer narrative:
Analysis of the pump found no evidence of anomalies. The pump passed all non destructive testing. All pump logs were clean, meaning no motor stalls, motor stall recoveries, or errors of any kind ever happened with this pump. Due to this, it has been decided to not do the destructive analysis on this pump. This preserves the pump to have these tests done in the future if the need arises. This includes the pump tube leak test. Analysis of the catheter found sutureless connector (sc) coring-tears-cuts in the seal that met the leak criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported conclusion code was changed as it no longer applies.

Event description:
On 2016-01-11, information received from a company representative reported that the pump was explanted on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.